Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and then the display went blank. Current blood glucose value was 198 mg/dl. During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. Customer was advised to insert a new battery; the display did not return. He was then advised to remove the battery for 2 hours and call back but the customer declined and requested the insulin pump to be replaced. It was replaced and returned for analysis.